Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The balance middleweight (bmw) guide wire was used without issue. After the guide wire was removed, it was observed that the tip was missing. The tip was then seen on the table. A new unknown guide wire was used to complete the procedure. It was confirmed that no portion of guide wire was left in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.